Event description:
It was reported that the green rubber on the tip of the inner cylinder of the 1cc syringe was loose against the cylinder, and it was unable to provide pressure during use. No patient complications were reported.

Manufacturer narrative:
Device has not been received for evaluation.